Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. The site reported incidental finding of inferior vena cava thrombus during transthoracic echo from above the level of the takeoff of the renal veins into both common iliac veins, confirmed by CT scan. The patient was treated for fever management after head injury and sah. According to event description, the patient did not develop clinical symptoms and discovery of thrombus was incidental by ultrasound, which allowed to assess event as not serious. The patient's clinical condition, immobilization during the hospital stay, ivtm catheter and separate central line could potentially contribute into development of thrombus. Based on available information, assessed as possibly related to zoll catheter.

Event description:
A female patient (B)(6) was hospitalized for head injury and sah (subarachnoid haemorrhage) on (B)(6) 2016. This patient was receiving therapeutic ivtm treatment for fever management. There was no adjunctive temperature management performed on the patient. The patient temperature at the start of therapy is unknown because the patient was on artic sun prior to ivtm. The console was set to max mode and changed to fever mode after first few days . The target temperature set point on the console was 36.5 degrees celsius. Temperature goal changed throughout 8 day course of treatment due to changing patient status. There were no system alarms noticed during treatment. A catheter insertion was difficult and made in one attempt by inexperience physician. However, the zoll catheter was successfully placed into the right femoral vein on (B)(6) 2016 and removed on (B)(6) 2016 without incident. The second quattro catheter was placed into left femoral vein on (B)(6) 2016 and removed on (B)(6) 2016 without incident. On (B)(6) 2016 a third catheter (cool line) was placed in the right subclavian and removed on (B)(6) 2016, 8 days dwell time, without incident. It was noted that there was separate catheter used for the central line. Customer reported incidental finding of an inferior vena cava thrombus during transthoracic echo from above the level of the takeoff of the renal veins into both common iliac veins, confirmed by CT scan on (B)(6) 2016. The patient was on heparin 5000 units subcutaneous every 8 hours as of (B)(6) 2016. The patient status, at this time is recovering.